Event description:
It was reported that this device was not able to be interrogated. This device was replaced.

Manufacturer narrative:
The ICD underwent electrical testing. It was established that the device could no longer be interrogated or provide therapy, matching the clinical observation. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. A discharged battery was detected in the process. The electronic module was then connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values, a fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the analysis of the current uptake of the electronic module proved to be inconspicuous. There were no indications of a dysfunction of the electronic module. The battery underwent a detailed visual and electrical analysis. The voltage measurement confirmed a completely discharged battery. A microcalorimetric measurement of the battery showed no anomalies. Further visual and x-ray analyses of the battery showed a conspicuous inhomogeneity in density between two neighboring electrode pairs. Based on these analysis results, it can be assumed that a local short-circuit developed within the battery, which led to an increased battery-internal self-discharge and, subsequently, to the clinical observation. In summary, the analysis of the ICD detected premature battery depletion. The electronic module proved to be without defects. The clinical observation was the result of an increased self-discharge of the battery.